Event description:
It was reported while using a oscor atar, a reusable extension cable in conjunction with a temporary cardiac pacing wire, it was determined that the clamp on the atar a does not secure around the lead from the pacing wire. The clamp is designed to be rotated which causes the metal clamp to tighten on the pacing wire. Tightening as tight as possible by hand, the lead still falls out. Using a mechanical device to aid in tightening causes the clamp to fail secondary to stripping. The lead of the pacing wire was thought to be secure in the bridging cable when the clamp was tightened as tight as possible by hand. The lead was verified, and fell out. Had this not been noticed, the pt would not have been paced as needed. The staff was able to make a connection and there was no adverse outcome to the pt. The older oscor xi. Tme (B) (4) did not have this issue. This documents only one of the times this type of event occurred. Our facility has had the described event happened multiple times with these same model devices, with different lot numbers.

Manufacturer narrative:
The hospital reported this cable would not be returned for analysis. Oscor inc is currently in the process of investigating this event. Upon completion of our investigation, this report will be updated.